Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 344 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, customer removed insulin during pumping and/or outside of the load sequence and re-loaded previously used cartridges with insulin. Tandem's technical support educated customer on cartridge labeling.